Event description:
A patient complained of questionable inr results from his coaguchek xs meter serial number (B)(4) compared to the result from a sysmex analyzer using the dade innovin method. The patient's result from his meter was 4.0 inr. The result from the dade innovin method was 3.0 inr. The specific time of the results was not provided, but it was stated that the laboratory and meter results were within 1 hour of each other. The patient therapeutic range is 2.1 - 2.5 inr. The patient stated that sometimes he has platelet deficiencies. The patient does not have antiphospholipid antibodies, is not on direct thrombin inhibitors, no changes in medications, no illnesses, no changes in diet, not on heparin therapy, no signs of a high inr, and no changes in health. The patient reduced their warfarin based on the high results. There was no allegation of an adverse event. The suspect meter and strips were requested to be returned for investigation. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The investigation is currently ongoing.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter, strips and master lot strips were tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 45%, donor 2 hct: 50%. Testing results: donor 1: retention meter with master lot strips: 2.3 inr, customer meter with customer strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.0 inr, customer meter with master lot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications. No information was provided in the complaint case that would point to a cause for the result discrepancy.